Event description:
In 12/2003 received complaint of drill that overheated with possible burn. Multiple attempts made to gather info but nothing received to indicate required intervention. Further followup in april 2004 - requested info. None provided after 2 more attempts. 3 additional attempts in jan. 2005 during review of files. No data received. In 1/2005 received call indicating pt had received revision of burn in 2004.